Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and the reason for the explant was lack of efficacy. No device malfunction was suspected. Additional suspect medical device component involved in the event: model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain and burning sensation along the track of her leads. An epidural steroid injection was administered in the patient's neck.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain and burning sensation along the track of her leads. An epidural steroid injection was administered in the patient's neck.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial#: (B)(4), description: linear st lead, 70 cm model#: sc-4316, lot#: 18165623 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing pain and burning sensation along the track of her leads. An epidural steroid injection was administered in the patient's neck.

Manufacturer narrative:
Additional information was received that the patient was administered an injection to help managed the normal chronic pain symptoms and were improved following a reprogramming sessions.

Event description:
A report was received that the patient was experiencing pain and burning sensation along the track of her leads. An epidural steroid injection was administered in the patient's neck.